Event description:
The pt reportedly experienced a loss of sound. The pt's electrode array has migrated out of her cochlea. The surgeon was unable to reinsert the electrode so the surgeon explanted the electrode array leaving the remaining portion of the internal device implanted.